Manufacturer narrative:
Event date: the exact date of the event is unknown. The provided event date (B)(6)2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number:sc-2218-50, serial number: (B)(4), batch/lot number: 14393361/281124/292877, model/catalog description:linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No further information could be obtained.